Manufacturer narrative:
The pump powered up properly after battery installation. No blank display or reset was noted. The pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, or failed battery test alarms noted during testing. No excessive no delivery alarms were noted during testing. The pump passed functional testing including the unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery several times. The customer went back to using shots the night before to treat her high blood glucose level. The customer had ketones earlier that day and her blood glucose level went down to 89 mg/dl. The infusion set cannula was bent. Customer's blood glucose level was 488 mg/dl. The customer was treating her high blood glucose level with syringes. The high pressure test passed. The customer went into a diabetic ketoacidosis about a month ago. The insulin pump kept turning on and off. The customer was advised that the device would be replaced and agreed to return the product for analysis.